Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable at this time. Testing was not performed as this issue was resolved at time of event. No parts have been received by manufacturer for analysis. Resolution confirmed on call.

Event description:
A medtronic representative reported that while outside of a procedure, when attempting to load a patient scan, the software was not advancing to the load patient task on the navigation system. After turning the system on, it did not move past the logo screen. The representative then powered off the system and powered it back on. The system remained on the booting black screen for approximately 20 minutes. The system was powered off again and after 10 seconds, it was powered back on. The representative was able to boot the system and launch the ear, nose and throat (ent) application. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: device manufacturing date is now provided. Field representative reported that they eventually needed to replace the system computer. Replacement of the computer resolved the issue. No further issues reported. Analysis of the returned computer still in progress at the time of filing this report and no findings are yet available.

Manufacturer narrative:
The analysis of the computer for the navigation system was completed by medtronic personnel. Testing found that the hard drive had one bad sector and that the computer was missing dmi information. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional testing on the returned computer confirmed that the likely cause of the issue was due to the motherboard.